Event description:
Bayer case number: (B)(4). Pain [pelvic pain female]. Irregular periods [irregular periods]. Fibromyalgia [fibromyalgia]. Case narrative: the below report was received by health authority maude (reference number: mw5181059) on 16-jan-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included probiotica (lactobacillus reuteri), glucosamine (glucosamine sulfate), gabapentin and vitamin d3 (colecalciferol). In 2016, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), menstruation irregular ("irregular periods") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (planned hysterectomy with bilateral salpingectomy). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to menstruation irregular, pelvic pain or fibromyalgia. The reporter commented: essure placed over 10 years ago. Now having irregular periods & pain, and fibromyalgia symptoms. Hysterectomy with bilateral salpingectomy planned. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) both coils were embedded in my uterus [embedded device] , pain/ chronic pelvic pain [pelvic pain female] , irregular periods [irregular periods] , fibromyalgia [fibromyalgia] , malpositioned coils seen [partial expulsion of device] . Case narrative: the below report was received by health authority maude (reference number: mw5181059, mw5183422 and mw5183421) on 16-jan-2026. The most recent information was received on 03-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of embedded device ("both coils were embedded in my uterus"), pelvic pain ("pain/ chronic pelvic pain") and device expulsion ("malpositioned coils seen") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included zyrtec (levocabastine hydrochloride), calcium (calcium gluconate), probiotica (lactobacillus reuteri), glucosamine (glucosamine sulfate), gabapentin and vitamin d3 (colecalciferol). In 2016, the patient had essure inserted. In 2022 she experienced pelvic pain (seriousness criterion intervention required). On unknown date she experienced embedded device (seriousness criterion intervention required), menstruation irregular ("irregular periods"), fibromyalgia ("fibromyalgia") and device expulsion (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain had resolved and the menstruation irregular and fibromyalgia had not resolved. The outcome of device expulsion was unknown. No causality assessment was received for essure with regard to menstruation irregular, pelvic pain, fibromyalgia, embedded device or device expulsion. The reporter commented: essure placed over 10 years ago. Now having irregular periods & pain, and fibromyalgia symptoms. Hysterectomy with bilateral salpingectomy planned. In 2015 or 2016, I had essure sterilization placed. I had follow up imaging as was the policy and the coils were in both tubes. I have had chronic pelvic pain since 2022 that was getting worse. Yesterday I had a hysterectomy due to pain. Both coils were embedded in my uterus. The pain resolved immediately. The mal positioned coils seen and reported as normal on pelvic MRI and ultrasound. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. [Magnetic resonance imaging pelvic] (date unknown): mal positioned coils seen and reported as normal [ultrasound scan] (date unknown): mal positioned coils seen and reported as normal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-mar-2026: new event device embedded & device dislocation were added. Lab data added. Patient details updated reporter causality comment added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) pain [pelvic pain female] , irregular periods [irregular periods] , fibromyalgia [fibromyalgia]. Case narrative: the below report was received by health authority maude (reference number: mw5181059) on 16-jan-2026. The most recent information was received on 30-jan-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain") in a 46-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included probiotica (lactobacillus reuteri), glucosamine (glucosamine sulfate), gabapentin and vitamin d3 (colecalciferol). In 2016, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), menstruation irregular ("irregular periods") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (planned hysterectomy with bilateral salpingectomy). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to menstruation irregular, pelvic pain or fibromyalgia. The reporter commented: essure placed over 10 years ago. Now having irregular periods & pain, and fibromyalgia symptoms. Hysterectomy with bilateral salpingectomy planned. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-jan-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.